Event description:
It was reported that a patient underwent an aortobifemoral bypass infection procedure on (B)(6) 2022 and suture was used. During the procedure, 3 sutures needles got pulled off.a needle fell into the surgical site but was retrieved. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was the needle piece(s) retrieved during the same procedure? Yes. - were x-rays taken to locate the needle? No. - what measures were taken to retrieve the needle? Unk. - was there any additional tissue damage as a result of searching for the needle piece? No. Events reported via: 2210968-2022-05142, 2210968-2022-05143.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 07/28/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-05142, 2210968-2022-05143.